Event description:
It was reported that the bd alaris¿ extension set leaked an investigational 9ing41 drug diluted with 0.9% sodium chloride during the infusion. The following information was provided by the initial reporter: "we have multiple instances with alaris 1.2 mcn filter leakage via air vent. Nurses have been wrapping the filter with chemo pads and there were still significant leaks" "the issue was with bd alaris 1.2-m filtered non-dehp extension set ¿ 10012866 when investigational 9ing41 drug diluted with 0.9% sodium chloride was infused at 460 ml/hr over 1-3 hours. Usually it happened in the end of the infusion with longer infusions 2-3 hours." "The drug is red color. Sometimes we see the small spots of the leak next to the filter air-vent and sometimes it is a significant leak with drug leaking on the floor."

Manufacturer narrative:
H.6. Investigation: one photo was provided by the customer with clear evidence of leakage. This verifies the customer's complaint. Without further evidence like a physical sample for testing, the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ extension set leaked an investigational 9ing41 drug diluted with 0.9% sodium chloride during the infusion. The following information was provided by the initial reporter: "we have multiple instances with alaris 1.2 mcn filter leakage via air vent. Nurses have been wrapping the filter with chemo pads and there were still significant leaks" "the issue was with bd alaris 1.2-m filtered non-dehp extension set ¿ 10012866 when investigational 9ing41 drug diluted with 0.9% sodium chloride was infused at 460 ml/hr over 1-3 hours. Usually it happened in the end of the infusion with longer infusions 2-3 hours." "The drug is red color. Sometimes we see the small spots of the leak next to the filter air-vent and sometimes it is a significant leak with drug leaking on the floor."